Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's spouse reported via phone call, the customer was having issue with the battery cap on the insulin pump. Customer's spouse stated the customer went to the hospital due to a low blood glucose reading and the staff at the hospital twisted the cap on too tight and now they are unable to remove the battery cap. Customer's blood glucose was unknown. Troubleshooting for the battery cap issue was performed and was unable to remove the battery cap. Customer's spouse was advised the device needed to be replaced and customer's spouse agreed. Customer's spouse disagreed to perform troubleshooting on the low blood glucose or provide detailed information for the hospital.